Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector failed. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed multiple instances of the pump being unable to start due to the air in line. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the air in line detector. As a result, the air in line detector and the downstream sensor, bezel, and seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.